Event description:
A customer reported an issue with their freestyle meter. The customer also reports feeling dizzy and light headed as a result of not being able to test. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.